Event description:
I received tubal ligation interims ablation. Right away something wasn't right. I have severe pain every month with ovulation. Insomnia, mood swings, vitamin deficiencies, night sweats, heart palpitations. Painful bloat, debilitating headaches.